Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. Later, the pt experienced symptoms of vessel occlusion with a loss of distal pulses. A vessel occlusion was identified at the level of the external iliac artery. The next day, the pt underwent surgical revascularization of the leg. The angio-seal device was removed.